Event description:
It was reported that the patient experienced unspecified issues with an unknown male sling. The sling remains implanted and a new artificial urinary sphincter was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: the male sling was a coloplast device. This report is the correction of boston scientific corporation competitor's device.

Event description:
It was reported that the patient experienced unspecified issues with coloplast male sling. The sling remains implanted and a new artificial urinary sphincter was implanted.